Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: the set screw has broken at the approximate area where the hex end transitions into the male m6 thread. The material deformation and fracture surface on the hex portion are consistent with torsional overload (70070641_pic_6 and 70070641_pic_7). The damage to the male m6 thread appears to be the result of the removal process given the amount of surface damage. The above observations are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at c1-2 to treat a c2 fracture. It was reported that the mas connector set screw sheared off during final tightening. No patient complications were reported.